Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set leakage. The infusion set was in use for one day. The leakage was at the quick release. No further information was available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : poland.